Event description:
When arterial catheter was removed, a portion of the catheter remained in the pt's artery and could not be retrieved. The pt went to the operating room 2 days later to have the piece removed.